Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported with the use of the bd syringe luer-lok¿ tip there was an issue with barrel cracking. There was no report of injury or medical intervention.